Manufacturer narrative:
(B)(4). Date sent: 10/6/2020 d4: batch # t5ch18, u5a712 investigation summary the analysis results showed that three vasecr35 reloads were received. The reloads were received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reloads were received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a nephrectomy, not all staples fired. According to the sales rep, the device fired perfectly the first time, but the scrub nurse believes on the second firing, only one row of staples fired. A clip was used to reinforce staple line. The third also appeared to be incomplete, but it was tricky to tell visually. The case was completed with no patient consequences.